Event description:
It was reported that the patient presented to the emergency room with the pump off and it was restarted upon arrival. It was unclear how long the pump was off for. The log files showed a low speed advisory, power cable disconnect and a pump stop starting at 05:10 on 13dec2023. The system controller clock reset due to the loss of power. The controller clock sync occurred at 17:42. The periodic log files also captured low power advisories and hazards, and power cable disconnect/no external power alarms on 13dec2023. Related pump MFR 2916596-2023-08910.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power and clock not set alarm was confirmed via log file analysis. Analysis of the periodic log file revealed a low voltage advisory (yellow battery) alarm on (B)(6) 2023 at 01:02:27 that remained until the low voltage hazard (red battery) alarm became active sometime after 02:02:27 and was captured at interval time 03:02:27. The low voltage hazard alarm appear to remain until the no external power alarm was captured at interval 04:02:27. The low voltage alarm were related to depleting 14v batteries. The date/time was reset to the default date/time of (B)(6) 2000 at 00:00:00 sometime after (B)(6) 2023 at 05:11:11 indicating a complete loss of power from both the external 14v batteries and internal 11v backup battery. A clock not set alarm is active during the events with the default date/time. Of note, the clock not set alarm will only be active as a visual banner while connected to the system monitor or heartmate touch. System controller (serial # (B)(6) remains in use and not returning for an evaluation. A root cause that led up to the complete loss of power could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook, rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes ¿connect power¿ alarms. Low voltage advisory alarm . 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm . 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm. 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). Under section 4, ¿living with the heartmate 3¿, outlines you must always connect to the mobile power unit when sleeping (or when sleep is likely). This is very important! If you fall asleep on battery power, you might not hear low power alarms. The batteries could run out of power, and the pump could stop before you hear the alarms. Heartmate 3 instructions for use, rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Warnings outlines ¿the patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms.¿ no further information was provided. The manufacturer is closing the file on this event.